Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior in the video of the event shows the software functioning as designed (anatomy flips when the reorient buttons are used). Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site's images were loading flipped on the system in the ear, nose & throat (ent) software task. No patient present.

Manufacturer narrative:
Later investigation found that the system was showing images in standard orientation on images screen. The issue corrects when software task is changed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.